Manufacturer narrative:
One used list #142560488 primary plum set attached to a bag spike adapter with spiros was returned by the customer for investigation. As received, there was no damage or anomalies observed. The set was attached to an ICU medical-provided IV bag, primed per packaging directions, and a test infusion was performed. No issues were noted during priming. Additionally, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. The complaint of 'the solution did not drip down' could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 14jun2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reported (full) phone no: (B)(6).

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported that an unspecified infusate solution did not drip down during an infusion. There was no harm to the patient associated with the complaint/event.